Event description:
The customer's spouse called to report that the spouse was hospitalized with dka but the spouse had limited info on the event. Troubleshooting was performed. The alarm history revealed a low reservoir alarm and the low battery alarm. The programming, time and date, and concentration were correct on the pump.